Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose up to 500 mg/dl with frequent urination. The customer stated she would change the infusion set and the blood glucose would go down but she had not seen any bents or kinks in the tubing. Blood glucose at the time of the call was 183 mg/dl. The drive support cap is recessed. No air bubbles or leak were found and insulin did exit during prime. Customer declined to check for site/insulin issues or check the settings and could not perform the high pressure test due to not having a tubing clamp. Customer was advised to change the entire infusion set and reservoir and call back to complete the test.